Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500's (mg/dl) for approximately 1 week. Customer changed pump supplies, administered correction boluses, and administered an insulin injection to treat bg levels. Review of pump data by tandem technical support did not reveal any anomalies in pump performance. Recommendation was made to consult with health care provider to discuss diabetes management and to try placing infusion sites on a new body area.